Event description:
It was reported that intermitent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was reusing insulin which is considered off label insulin use per the tandem user guide, tandem technical support educated the customer on this. The customer changed the pump supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.